Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported false air-in-line alarms, which were reproduced while running a loaded set. A review of the event history log identified air-in-line alarms on the final days of customer use in the log; however, it cannot be determined if the alarms are true or false. The cause was determined to be out of specification upstream sensor values. The upstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a constant false air in line. The reporter attempted to prime the set and re-start the setup multiple times and it still failed. The reporter also ran the same set on another pump and there were no alarms. There was no patient involvement. No additional information is available.